Event description:
A savi applicator was implanted in the surgeon's office. Later, a hematoma was recognized, which the surgeon chose to evacuate in the or. While the savi device was being collapsed, the central lumen separated, necessitating replacement of the device. Entire device was removed and the new device placed.